Event description:
It was reported that a patient enrolled in a (B) (6) clinical study underwent a two level x-stop procedure. Approximately 1 year post procedure, the patient complained of "worsening lss symptoms at implanted levels". On (B) (6) 2009, the patient reported a fall and subsequent pain in the ribs for which he had lumbar injection therapy. The patient is scheduled for an explant surgery and laminectomy to be performed on (B) (6) 2010. No additional information was reported.

Manufacturer narrative:
Lot# 2123221; catalog# 1-3212; expiration date 09-/2010; device manufacture date 09/26/2008. Device was not returned; follow up with company representative.